Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: and noted a tear/cut in the silicone housing, and 2 more cuts in the silicone housing over the valve casing. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was not leak tested or reflux tested due to the damaged silicone housing. The valve was tested for programming. With programmers 82-3126 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 30mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: a cut mark in the valve casing was noted. Biological debris was found on the cam mechanism, and on the cam mechanism pillar. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot cgnc94, conformed to the specifications when released to stock on the 30th january 2007. The root cause of the cuts/tears in the silicone housing is due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low tear/cut resistance. The root cause to the programming issue is due to biological debris found on the cam mechanism, and on the cam mechanism pillar. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a female with sah (70s). Doi and the initial pressure setting are unknown. After implantation, the patient complained of feeling ill and ventricular enlargement was noted. The surgeon tried to change the pressure setting, but it could not be changed. The device was replaced on (B)(6) 2015 and the patient's condition is improving. The surgeon suspects biological debris or valve breakage may be a possible cause of the problem.